Manufacturer narrative:
It is unknown at this time if the device is available for examination. Follow up attempts to the hospital are being conducted. A supplemental report will be forthcoming with the evaluation results if received.

Event description:
It was reported that the dpt (disposable pressure transducer) tubing detached from the reservoir. There was no allegation of patient injury. Device was available for evaluation.

Manufacturer narrative:
Further follow-up indicated that the tubing detached from the drip chamber was on the IV side of the set. The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time.